Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. This report was mailed to the FDA on: 9/12/2007. Add'l info was requested.

Event description:
Six years following intraocular lens (iol) implant surgery, a user facility reports opacification of the lens and a decrease in visual acuity. Add'l info was requested.